Manufacturer narrative:
This report is submitted on october 10, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (wound dehiscence), necrosis and an infection at the implant site that was treated with oral antibiotics. The patient was hospitalised. On (B)(6) 2023 the area was resealed under a general anaesthetic. The implant remains in-situ.